Event description:
A discordant, false positive result was obtained on one patient sample for cytomegalovirus igg (cmv igg) on an immulite 2000 xpi instrument while using reagent lot 295. The discordant, false positive result was reported to the physician(s), who questioned it. A sample obtained from the patient prior to the patient's pregnancy had resulted negative. A new sample was drawn from the patient and tested on the same instrument, also resulting positive. The new sample was then repeated on an alternate platform, resulting negative. A frozen sample of patient before pregnancy was retrieved and tested using reagent lot 295 and 298, both resulting positive. The true result for all samples from the patient is negative. The repeat result on an alternate platform was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive cmv igg results.

Manufacturer narrative:
The initial MDR 2432235-2015-0047 was filed on february 02, 2015. The first supplemental MDR 2432235-2015-0047_s1 was filed on february 03, 2015. Additional information (02/27/2015): siemens requested the sample material from the customer for further investigation, but it was not provided. A siemens headquarters support center (hsc) specialist reviewed the patient data and indicated that they could not determine the cause of the interference. The customer did not report any more discordant results. The cause of discordant, (B)(6) on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2432235-2014-0047 was filed on february 02, 2015. Additional information (02/03/2015): the kit lot for sample tested before pregnancy on 03/27/2013 is 280. Corrected information (01/08/2015): the "frozen sample before pregnancy from 08/06/2014", is originally from 06/08/2014 and was used for risk calculation of trisomy 21.

Event description:
A sample obtained from the patient prior to the patient's pregnancy had resulted negative using reagent lot 280. A frozen sample of patient before pregnancy was retrieved and tested using reagent lot 295 and 298 for risk calculation of trisomy 21, both resulting positive.

Manufacturer narrative:
The initial MDR 2432235-2015-0047 was filed on february 02, 2015. The first supplemental MDR 2432235-2015-0047_s1 was filed on february 03, 2015. The second supplemental MDR 2432235-2015-0047_s2 was filed on march 10, 2015.(B)(4)

Manufacturer narrative:
The cause for the false positive cytomegalovirus igg result is unknown. Siemens healthcare diagnostics is investigating the issue.